Event description:
It was reported by the rep the device was used in an unk procedure. It was reported the atw35 did not release when fired on renal artery. The surgeon excised stapler and suture ligated the vessel. There was no consequence to the pt.